Event description:
Surgery, treatments; I had a double mastectomy with reconstruction (silicone implants) because of bilateral breast cancer in 2014. When I get hot or take a warm shower I get red itchy streaks on my chest and upper legs, but the right side is worse, those itchy streaks turn into bruises, vomiting blood, abnormal lab results for kidneys and liver, heart problems, pain and swelling in chest, edema, extreme bone pain, 30 pound weight gain in 2 days. All tests were done after (B)(6) 2016 until implants were removed on (B)(6) 2016. Continued testing for about 6 months after implants were removed, as well as treatment for breast implant problems. Still having multiple medical health problems. FDA safety report ID# (B)(4).